Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during patient use, slippage of the mayfield skull clamp (unknown catalog #) occurred when patient was flipped from supine to prone position. This event occurred in (B)(6) 2021. No patient injury or surgical delay has been reported. Additional information has been requested.

Manufacturer narrative:
Additional information received as follows: 1. Was the surgery performed with a stereotaxy device? If yes, what type of stereotaxy equipment was used (manufacturer and model number)? No. 2. What was the length of time the product was in use before the event occurred? Once in the beginning, and 2 times seconds apart during closure. 3. Type of surgery? Craniotomy 4. Was there a delay of surgery over 30 minutes? No. 5. Patient age and gender 45-64 years, male. 6. Was there a patient injury reported? Yes. 7. What action was taken after the event occurred? (E.g. Was surgery continued, replaced the device, etc.) Surgery continued. 8. What is the lot/serial of the reported device? Unknown. Further clarification was provided for question 6 above advising that the patient¿s skin was bunched up on one side of the pin site, but there was no patient injury. Investigation findings: the mayfield skull clamp (xxx- mayfield) was not returned for evaluation as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. Based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.